Event description:
It was reported that the battery of the implanted device was being prematurely drained because of unsuccessful attempts to communicate with the remote home monitor (three days out of each two weeks). It was further reported that the issue may have stopped due to a six-month timeout on automatic telemetry attempts if no positive telemetry c (wireless) link has been made during that time. Because that lockout can be bypassed and the one hundred eighty day counter reset by a manual transmission initiated by the patient, the patient will be advised to unplug and return the monitor for a replacement. The device reached elective replacement indicator due to possible premature battery depletion. The patient has chronic atrial fibrillation. The physician is unhappy about the premature depletion. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The weekly battery voltage trend data in save to disk file 13104735 shows minimum battery of 3.006 to 2.637 volts between (B)(6) 2012 is just before device recommended replacement time of less than and equal to 2.6251 volt. The last battery measurement of 2.6241 voltage on (B)(6) 2012. (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the battery of the implanted device was being prematurely drained because of unsuccessful attempts to communicate with the remote home monitor (three days out of each two weeks). It was further reported that the issue may have stopped due to a six-month timeout on automatic telemetry attempts if no positive telemetry c (wireless) link has been made during that time. Because that lockout can be bypassed and the one hundred eighty day counter reset by a manual transmission initiated by the patient,the patient will be advised to unplug and return the monitor for a replacement. The device reached elective replacement indicator due to possible premature battery depletion. The patient has chronic atrial fibrillation. The physician is unhappy about the premature depletion. The device was explanted and replaced. The remote home monitor has now been returned to the manufacturer. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that there was contamination on the overlay logo.